Event description:
Customer reportedly received blood glucose result of 106 mg/dl obtained on the aviva system; no actions taken based on device result. Customer reportedly fainted sometime after obtaining this result (timeframe unknown). Fifty four minutes later, a blood glucose result of 34 mg/dl was obtained on a hospital meter, and the customer was treated with "sweets." Requested return of suspect device and replacement was sent.